Manufacturer narrative:
Device evaluation: the complaint issue was described as image was grainy. The customer's complaint was verified. The image was grainy, especially when the camera was pointed at dark targets. A functional test confirmed the complaint. When a test fixture cable was installed, the customer's issue persisted. The issue was corrected when a test fixture headboard was installed. When the customer's original headboard was reinstalled, the issue returned. Moreover, when pressure was applied to the flex connector for connector board for the "white" prism, the issue could be induced or stopped depending on how the pressure was applied. No obvious signs of damage to the flex cable or headboard were observed. A headboard replacement is required to address the customer's issue. The cause of the issue was determined as intermittent flex on the headboard. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: "grainy image". No negative impact in state of health reported.